Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one day post-implant, the atrial lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.